Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pacer dependent patient presented in the emergency room with dizziness and intermittent heart rate. Post -paced t-wave oversensing was revealed upon interrogation. Programming changes were made. The patient is doing fine.